Manufacturer narrative:
Visual analysis of the returned device identified: opening, underweight, crease fold, wear abrasion, dark ring. A microscopic analysis was performed which identify crease sharp on posterior side and non-penetrating nicks (stress marks). Based on the device analysis the final assessment is: a crease sharp on radius side due to fold flaw opening.

Event description:
Patient reported being having "rheumatoid arthritis." Health professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jan/2012 and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of rheumatoid arthritis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being having "rheumatoid arthritis." Health professional reported a left side rupture. Device has been explanted.